Manufacturer narrative:
Unable to evaluate the scooter for the following reasons: end user will not return phone calls. Dealer where purchased is now out of business.

Event description:
User said that he was going down a ramp and something caused the scooter to flip over. User fell onto the blacktop parking lot and claims that he broke his hip.